Event description:
A piece of an IV catheter was retained in the patient after discontinuation. Ultrasound shows a small echogenic structure within the subcutaneous soft tissues measuring up to 1 cm length concerning for foreign body that could potentially be a piece of fragmented IV catheter. Follow-up with a vascular surgeon is pending at this time; the treatment plan is unknown at this time and the fragment is currently located in the patient's upper extremity. If extracted, it will be returned to the manufacturer.